Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon reported that the device had failed to fire correctly. He fired two clips without incident. He fired across the cystic duct and the clip was malformed. He had to pull the clip off the duct. He took a photograph. The next clip fell out of the jaws of the ligamax while in the patient. He took photographs of both clips. He continued using the device and subsequent clips fired normally with complete closure. Surgery was prolonged four minutes. There were no adverse consequences for the patient. Additional followup: the clip was removed from patient. Patient was unaffected by malformed clip and is still in a stable position.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.